Event description:
It was reported that an attempt was made to direct-stent a lesion in the rca, after the pixel had already been used and removed from the pt twice during prior attempts to cross another lesion in the left coronary artery (contrary to IFU). The stent slipped off the balloon in the proximal rca and a smaller balloon successfully passed through the unexpanded stent, deploying it in the vessel proximal to the intended treatment site.